Manufacturer narrative:
(B)(4). Correction: the following explanation was not provided in the initial emdr. A 510(k) number was not provided in the initial emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s. Engineering summary: the complaint for a reported loose/disconnected protective cap was not confirmed. From time to time caps can become loose in the pouch due to handling. There is no risk to the patient since they are instructed to not use the set if caps are loose. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. This is the first field report of this for manufacturing lots from this timeframe. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter to report that the factory tip protector had separated from the spike of the transfer set, prior to use. There was no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded and the lot number was unknown, therefore, no evaluation or batch review could be performed. A follow-up report will be filed should any significant supplemental information become available